Manufacturer narrative:
Additional information: d10, h6, h10; one portex endotracheal tubes was returned for analysis. The sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and no discrepancies were observed. Functional testing was performed by using a syringe to inflate and submerge the return sample under water in order to detect any leakage and no leak was observed. The customer's reported problem could not be duplicated. According to the investigation, no root cause is required since the complaint was not confirmed due to no issues where found with shm product. However, as a preventive action a notification to production personnel was conducted by the quality engineer in order to create awareness about failure mode reported by the customer.

Event description:
Information received a smith medical intubation/portex endotracheal tubes reported that during precheck no anomaly was observed, however just before using the device a pinhole was observed in cuff and leaking detected. No patient adverse events reported.